Manufacturer narrative:
Visual inspection was performed on the returned device. The reported failure to deploy the suture could not be confirmed as not all device components were returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly a 9f sheath was used with only one device. It should be noted that the perclose proglide instructions for use (IFU), states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral vein was attempted using a proglide device via 9fr sheath after an unknown procedure. Reportedly, "stitch failed to catch into vein". A figure of 8 and manual arterial compression was applied to achieve hemostasis". There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.